Event description:
The customer reported that the x-ray field exceeded the visible image by more than the allowable limits. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator sizing was adjusted and a beam alignment was performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.